Event description:
A hospital in (B)(6) reported that while ventilating and nebulising a patient using a ventilator and an rt340 breathing circuit , which included a filter, the ventilator alarmed and indicated that the patient was not being ventilated adequately. The hospital further reported that nebulisation was then stopped and the patient was suctioned and easily bagged; with no resistance but without ventilator improvement. When the humidifier and tubing was removed and replaced the problem disappeared.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: only the filter from the complaint rt340 breathing circuit was received for evaluation. The device was visually inspected. Results: during the visual inspection foreign residue was noted on the filter material. A lot check could not be performed as no lot number was provided. Conclusion: from the residue observed on the filter, we have concluded that the filter had become occluded during nebulisation of the patient. When a patient is nebulised a build up of moisture and aerosolised particles can over time block the filter and lead to a reduction in the pressure/volume delivered to the patient. Following this incident a fisher & paykel healthcare clinical representative visited the hospital and advised the clinicians on how to prevent this issue. The clinicians have indicated that they were happy with the outcome following this visit. The user instructions supplied with the rt340 breathing circuit state: when nebulized drugs are used resistance to flow should be monitored and the filter replaced, following standard hospital procedure.